Manufacturer narrative:
On 5/25/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device contained no fluid, upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is also not possible to determine the origin of the white material observed mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 750cc saline breast implants that intraoperatively the left saline implant was damaged, with hole on dorsal side. Doctor replaced the damaged implant with another mentor saline, catalog number 3502750, serial number (B)(4) on (B)(6) 2018. No patient consequences.